Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to noise oversensing in the primary vector configuration while the patient was sitting. The patient performed maneuvers and evoked noise in both primary vector and secondary vector configurations. The shock impedance was in range at approximately 80 ohms. Data was analyzed and boston scientific technical services observed the inappropriate shock. Additionally, the smart pass feature was automatically deactivated in august 2020 due to morphology changes. Technical services recommended additional testing and considered system repositioning. There were no additional adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that a revision procedure was performed. During the procedure, provocative maneuvers revealed latissimus dorsi myopotential oversensing in primary and secondary vectors. The device appeared to be a little bit more in the posterior position but when comparing the implant xray and actual xray images, the lead and can did not show a difference in positions. A new screening was performed, and the device passed in primary and secondary vectors in all postures tested. The physician observed a decrease in amplitude in both vectors corresponding to the patients heart disease. The physician explanted the device and once the electrode was explanted, the electrode was cleaned with physiological solution by physician on the table to observed integrity and look for a potential leakage in the insulator. Some physiological solution entered the proximal part of the lead, close to the label, thus confirming the presence of a leakage which may have caused the myopotential oversensing. A new s-ICD system was implanted more anterior than before. There were no additional adverse patient effects reported. The lead was kept by the hospital and will be released in a few weeks for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to noise oversensing in the primary vector configuration while the patient was sitting. The patient performed maneuvers and evoked noise in both primary vector and secondary vector configurations. The shock impedance was in range at approximately 80 ohms. Data was analyzed and boston scientific technical services observed the inappropriate shock. Additionally, the smart pass feature was automatically deactivated in august 2020 due to morphology changes. Technical services recommended additional testing and considered system repositioning. There were no additional adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that a revision procedure was performed. During the procedure, provocative maneuvers revealed latissimus dorsi myopotential oversensing in primary and secondary vectors. The device appeared to be a little bit more in the posterior position but when comparing the implant xray and actual xray images, the lead and can did not show a difference in positions. A new screening was performed, and the device passed in primary and secondary vectors in all postures tested. The physician observed a decrease in amplitude in both vectors corresponding to the patient's heart disease. The physician explanted the device and once the electrode was explanted, the electrode was cleaned with physiological solution by physician on the table to observed integrity and look for a potential leakage in the insulator. Some physiological solution entered the proximal part of the lead, close to the label, thus confirming the presence of a leakage which may have caused the myopotential oversensing. A new s-ICD system was implanted more anterior than before. There were no additional adverse patient effects reported. The lead was kept by the hospital and will be released in a few weeks for analysis.